Manufacturer narrative:
A united states (us) customer contacted a siemens remote services center (rsc) and reported that an erroneously depressed lipase (lip) result on a patient sample was obtained on a dimension exl with lm integrated chemistry system. Through siemens remote assistance, the customer verified and adjusted the sample tip alignment, depth, and tube centering. Further, the customer checked the reagent probe 1 (r1) reagent tubing and was functioning properly. Following this routine troubleshooting intervention, qc results were within acceptable limits. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation is required.

Event description:
The customer reported to siemens that an erroneously depressed lipase (lip) result on a patient sample was obtained on a dimension exl with lm integrated chemistry system. The erroneous result was reported to the physician and was questioned. The sample was repeated on the original system. The repeat result was higher than the initial result, considered correct, and reported to the physician. There are no allegations of patient or user intervention or adverse health consequences due to the event.